Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that following a percutaneous transluminal coronary angioplasty (ptca) procedure during the balloon would not inflate. The lesion being treated was located in the mid right coronary artery. The physician implanted a stent in the lesion and during post dilation of the stent, the 3.50x15mm quantum maverick balloon catheter would not inflate with increasing pressure. The physician stated there was a leak of contrast inside the coronary artery. The procedure was completed successfully with another of the same device. There were no reported patient complications and the patient status is stable. Analysis of the returned device revealed a pinhole in the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: device code 1354 relates to component code 3038. The device was received. There was dried contrast in the balloon and the wire lumen of the catheter. Magnified inspection revealed no damage or irregularities. The catheter was soaked in a bath to attempt to loosen solidified contrast. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).